Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 694775 lead implanted: (B)(6) 2012; 419678 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was determined there was a connection problem with the lead. A lead revision was performed and the connection with the implantable cardioverter defibrillator (ICD) was restored. The lead and ICD remain in use. No patient complications have been reported as a result of this event.